Event description:
According to the event description: the catheter was detached or torn and might be remained in the patient's body. This product was used for the patient with hcv. Before dispatching this product, the product is going to be disinfected and will be sent with the indication. The catheter was inserted between 6-7am on (B)(6) 2025 to replace the catheter. After 10am, leakage was observed in the x-ray room and the introcan was taken out but there found that the catheter was gone. In addition, there was a tear in the dressing. According to the staff who did puncture, the catheter could be inserted as usual. Also, the cannula was not returned to the tip, nor inserted twice.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Device history record (DHR):- complaint received with an unknown batch and bbaj provided the possible batches and the batches are as follows:- 24f22g8371, 24h04g8373 and 24h06g8375 these possible batches were reviewed and no abnormalities found during in process and final control inspection. Sample for evaluation: received 1 piece of used introcan safety 3 pur 22g 0.9x25mm-jp capillary hub without original primary packaging. The protective cap and cannula hub were not returned for investigation. Visual inspection: based on visual inspection, the capillary exhibits v-shape cut tear off damage. The v-shape groove looks distorted resulted by capillary tear off. Reference to the instruction for use (IFU): as communicated in IFU, warning section stated that: - do not re-use. Re-use of single-use devices creates a potential risk for patient or user. It may lead to contamination and/or impairment of functional capability. Contamination and/or limited functionality of the device may lead to injury, illness or death of the patient. - in the case of an unsuccessful IV catheter placement attempt, remove the needle first to activate safety mechanism, then remove catheter from patient and discard both. Never reinsert the needle inside the catheter once the needle has been partially or completely withdrawn as it may pierce and/or sever the catheter. - extreme care should be taken not to damage, pierce, cut or sever the catheter. Therefore, do not bend the catheter and/or needle during insertion, advancement, or removal of the needle. - do not use scissors or sharp instruments at or near the insertion site. Reviewed assembly process: this product is assembled on automated assembly machines equipped with 100% vision system and test stations. The process cards for the possible batches show no abnormality. Tear off capillary defect is not attributed to manufacturing process failure since such defect will be able to be detected and rejected by the in-line vision system (trim length, bevel and contour station). Conclusion: the defect is not caused by manufacturing process. Complaint is confirmed.